Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event - estimate. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. Based on the information provided, the reported difficulties appear to be due to operational circumstances of the procedure. It is likely that the rupture occurred due to interaction with the previously implanted stent. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to post-dilate a previously implanted unspecified stent in an unspecified vein with a 14 x 60 mm armada 35 percutaneous transluminal angioplasty (pta) catheter. The pta catheter was advanced to the stent, but when inflated, the balloon ruptured. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.